Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications, due to high readings.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 339 mg/dl while the sensor gave a reading of 43 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis. Customer was advised the sensor would be replaced and agreed to return the product for analysis.